Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation leading to hospitalization. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient was administered supplemental oxygen during the procedure and could not be weaned off of the oxygen because the patient had atelectasis post procedure. The patient was admitted to the hospital and treated with robitussin dm, hydromet, solu medrol, and ativan. The patient is now off oxygen. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing. On (B)(6) 2014, the patient experienced non-cardiac chest soreness and was treated with percocet. No hospitalizations or ER visits occured. It was reported resolved on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2014. Pre-bronchodilator - fev1: 2.53; fev1 % predicted: 96.20; fvc: 3.21; fvc % predicted: 96.40. Post-bronchodilator - fev1: 2.56; fev1 % predicted: 97.34; fvc: 3.29; fvc % predicted: 98.80. Additional information received as of (B)(4) 2014. The reported event of asthma aggravated was reported to have resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the event of asthma exacerbation leading to hospitalization. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient was administered supplemental oxygen during the procedure and could not be weaned off of the oxygen because the patient had atelectasis post procedure. The patient was admitted to the hospital and treated with robitussin dm, hydromet, solu medrol, and ativan. The patient is now off oxygen. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing. On (B)(6) 2014 the patient experienced non-cardiac chest soreness and was treated with percocet. No hospitalizations or ER visits occured. It was reported resolved on may 2, 2014. Baseline spirometry values - visit date: (B)(6) 2014. Pre-bronchodilator, fev1: 2.53, fev1 % predicted: 96.20, fvc: 3.21, fvc % predicted: 96.40. Post-bronchodilator, fev1: 2.56, fev1 % predicted: 97.34, fvc: 3.29, fvc % predicted: 98.80.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.